Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked case at the reservoir tube window corners.

Event description:
It was reported that the insulin pump had screen status anomaly. Customer stated he started his new reservoir; he reviewed his insulin pump status and found the start date on the display was five days prior. Customer's blood glucose was unknown. Customer declined to do troubleshooting. Customer requested for insulin pump replacement. Advised the insulin pump would be replaced. No further information provided.